Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the lead was implanted; however, when testing the lead, oversensing of noise was exhibited. The lead was repositioned; however, the issue was not resolved. The physician opted to implant a different lead. No adverse patient effects were reported. This lead has been received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a fractured conductor, located approximately 535 mm from the terminal end due to the damaged outer insulation that was cut through into the coil. Analysis concluded this was induced damage at implant. The reported oversensing and noisy signals are likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right ventricular (rv) lead was an attempted implant. During the procedure, the lead was implanted; however, when testing the lead, oversensing of noise was exhibited. The lead was repositioned; however, the issue was not resolved. The physician opted to implant a different lead. No adverse patient effects were reported. It is expected to receive this lead for analysis.